Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was decreasing. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had fluctuating threshold and a reduction in pacing impedance. The lead impedance was then low, which triggered an alert, and performance data also indicated an increase in capture threshold. The lead will be monitored closely with an in-office follow-up in three weeks. The lead remains in use. No patient complications have been reported as a result of this event.